Event description:
Note: this report pertains to one of two resolution 360 clip device used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 clip device were used in the sigmoid colon during flex sig procedure performed on (B)(6) 2023. During the procedure, it was reported that when they went to place the clip, they did not feel the spring and it would not deploy. Additionally, the same issue occurred on the second resolution 360 clip device. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip would not deploy.